Manufacturer narrative:
Evaluation summary: one lf1744 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. The jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws jammed and were difficult to open. There was no patient injury.